Event description:
During a valve in mitral annular calcification (mac) case using a 29mm sapien 3 ultra resilia valve via transseptal approach, the area was over 700mm, and for the team to effectively treat the patient they had to use two valves. The first valve was a 29mm sapien ultra resilia valve and was used because of the skirt. There was additional paravalvular leak (pvl) after the first valve was implanted and they used a second 29mm sapien 3 valve was used to clear the pvl.

Manufacturer narrative:
The device was used in off-label implantation in the mitral in mac position. As there are no specific IFU or training materials related to this procedure, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient and procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.